Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that during a patient transport to a nearby heart hospital the device battery died. The battery was noted to be fully charged and had 4 pump channels infusing at the time of transport. The customer stated that they would like to know the expected battery life when the battery states it is fully charged with four channels in use.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Section a.2: patient age and dob requested but not provided.

Event description:
It was reported that during a patient transport to a nearby heart hospital the device battery died. The battery was noted to be fully charged and had 4 pump channels infusing at the time of transport. The customer stated that they would like to know the expected battery life when the battery states it is fully charged with four channels in use.